Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of the stapler on a laparoscopic gastrectomy, the rubber valve fell into the abdominal cavity and was retrieved. They used another device to complete the case. There was no patient injury.